Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted . The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat bladder prolapse and mesh was implanted along with the concurrent procedure of reconstruction of the rectum. It was reported that following insertion of the mesh the patient experienced pain, bowel problems, discharge, dyspareunia, and kidney infections. It was reported the patient underwent mesh revision on (B)(6) 2009 due to mesh exposure, and repair to the bladder protruded through mesh in (B)(6) 2009. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04565. The same patient is represented in each medwatch.